Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 500 mg/dl. The customer¿s other blood glucose was 494 mg/dl. The customer was treated with manual injection and insulin drip. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer noticed leaks on reservoir. The customer stated insulin pump was not working. The insulin pump will not be returned for analysis.